Event description:
A patient reportedly developed swelling and redness at his vns generator site shortly after his vns was initially implanted. The physician identified the swelling and redness to be a hematoma in the patient's generator pocket. The patient underwent surgery to drain the hematoma. During the surgery, an area of oozing was observed in the pocket. Cultures were obtained, but there was no evidence of infection noted, per operative notes from the surgery. The physician stated that he did not believe the hematoma was related to implant surgery, but rather to trauma that occurred after the patient fell or patient manipulation of the wound. The patient was evaluated several weeks after surgery and the hematoma reportedly resolved. The device history records were reviewed for the patient's lead and generator and revealed that both devices met all specifications for sterility prior to release for distribution. No additional relevant information has been received to date.